Manufacturer narrative:
Device evaluated by manufacturer: visual analysis on the returned device revealed a complete separation at the collar, with the distal shaft completely removed from the collar. There were numerous kinks in the hypotube and collar damage was observed. The remainder of the device was inspected, and no other damage or irregularities were found.

Event description:
It was reported that the device was fractured. The target lesion was located in the right arm. A guidezilla ii guide extension catheter was selected for use. During the procedure, the guidezilla was positioned in place and an unknown stent was tried to advanced through the catheter but failed to cross through the mouth of the proximal entry point. The device was repositioned and the unknown stent was attempted to cross one more time but failed. A two-way balloon was then used at the mouth of the catheter to expand it and allow the stent to cross, however, it was still unsuccessful. Subsequently, when trying to manipulate the device, it was noted that the hypotube separated from the catheter segment. Consequently, the device was fractured while extraction. The procedure was completed with a different device. No complications were reported and there were no harm done to the patient.

Event description:
It was reported that the device was fractured. The target lesion was located in the right arm. A guidezilla ii guide extension catheter was selected for use. During the procedure, the guidezilla was positioned in place and an unknown stent was tried to advanced through the catheter but failed to cross through the mouth of the proximal entry point. The device was repositioned and the unknown stent was attempted to cross one more time but failed. A two-way balloon was then used at the mouth of the catheter to expand it and allow the stent to cross, however, it was still unsuccessful. Subsequently, when trying to manipulate the device, it was noted that the hypotube separated from the catheter segment. Consequently, the device was fractured while extraction. The procedure was completed with a different device. No complications were reported and there were no harm done to the patient.